Manufacturer narrative:
B3: the date (B)(6) 2021 is considered an approximate date of event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. It was reported that the pump and catheter replaced because they were having complications; symptoms to the medication making him sick. It was further indicated that the healthcare provider then wanted to replace the catheter and pump because they feared medication was dumping into the body. The date of the event was described as approximately (B)(6) 2021 (specific month and year known only). The pump was noted as having administered bupivacaine, hydromorphone, and fentanyl (dose rates and drug concentrations were unknown).

Event description:
Additional information received from a healthcare provider reported there was no aspiration during a catheter dye study, on (B)(6) 2021, indicating an occlusion.

Manufacturer narrative:
Continuation of d10: product ID 8731sc ,serial# (B)(6), implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pump was returned and the device passed all testing in the laboratory and no anomalies were identified. The catheter was returned and damage in the cup of the connector was identified. Continuation of d10: product ID 8731sc lot# serial# (B)(6), implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, lot# serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type catheter. Product ID: 8731sc, serial/lot #: (B)(4), ubd: 11-apr-2010, UDI#: (B)(4)if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (1150 mcg/ml at 414 mcg/day) and bupivacaine (4 mg/ml at 1.4423 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had a decrease in efficacy after losing 35 pounds. The pump managing physician completed a rotor study on (B)(6) 2021 that was successful and a catheter dye study that was unsuccessful when he was unable to aspirate. The patient was then scheduled for catheter exploration/revision. During the procedure, the catheter still couldn¿t be aspirated even with the pump out of the pocket. The surgeon decided to remove and replace the entire system after not being able to aspirate the catheter even with the pump removed from the pocket. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the pump was located in the patient¿s upper buttock area and had several loops of extra catheter behind it, so it was thought that it could have been the weight loss making the pump apply pressure to the looped catheter behind it, but when the pump was removed from the pocket it still couldn¿t be aspirated. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information on the return paperwork indicated that a rotor study was also done.